Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the detached coupler could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the hd autoclavable camera head's slider of the coupler was detached. The issue was found after a laparoscopic surgery that was completed with the same device without delay. The patient was not under anesthesia and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.